Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 5" from the pump housing and approximately 14.5¿ of the internal portion of the dl was returned. The remaining distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port and approximately 5 inches of the sealed outflow graft was returned attached to the outlet elbow. The outflow graft bend relief was detached from the graft attachment. The bend relief collar was not returned. Evaluation of the sealed outflow conduit clotted post explant blood; however, no adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. Heartmate ii lvas patient handbook, is currently available. This document outlines all system controller alarms as well as the appropriate actions associated with them in section 5 ¿alarms and troubleshooting¿. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also contains a section on handling emergencies (section 8), which includes instructions in the event the pump stops. Additionally, the heartmate ii lvas instructions for use (IFU), is also available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 outlines indications of pump thrombosis, as well as how to respond to such events. This IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2020-05100 and 2916596-2020-05111. It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to pump thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller fault, and the green arrow was illuminated. The vad coordinator was unable to interrogate on the system monitor and the vad sounded "clunky and revving." The patient was put on heparin at 500 cc per hour. The plan is to consult a surgeon to discuss a potential pump exchange. The batteries died and the pump stopped while in the intensive care unit, and the controller was exchanged.